Event description:
It was reported that the device had difficulty connecting to remote transmitter. Upon investigation, it was revealed that the radiofrequency (rf) was not functioning due to an internal error. Device download was performed. Rf function was tested and found to be normal. Device check was performed and the device and leads were found to be operating normally. The patient was reported to be asymptomatic prior, during and post investigation.